Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a significant drop of battery voltage was observed and premature battery depletion was suspected. Abbott technical support was contacted to investigate device longevity and the device longevity was normal; however, premature battery depletion was unable to be determined. Device replacement is anticipated. The patient was stable.

Event description:
Further information was received indicating the device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: d10, h3, h6. The device was received in elective replacement indicator (eri) mode. The device image was obtained and indicated the average monthly voltage and current trends were normal. The device image showed that the autocapture feature was enabled and when automatic settings are programmed, such as autocapture, the device output will adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis did not find any anomalies and battery voltage was at eri. The total projected longevity was 4.81 years based on average current and the implant duration was 5.06 years which exceeded the total projected longevity and is considered normal depletion. The reported event of premature battery depletion was not confirmed.